Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt (B)(4) was returned for evaluation at the distributor. The electrode belt was unable to be evaluated at the distributor due to a potential biohazard. Device evaluation was completed by zoll manufacturing corporation via a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The belt gelled because the response buttons were not pressed during an arrhythmia alarm. The patient was not treated as the system detected a normal rhythm after gel was released.

Event description:
A us distributor notified zoll that a patient experienced a skin irritation. It was reported that the patient had a rash under the therapy pads. The patient reported that his belt had gelled and when it gelled he felt a stinging sensation. The patient reported getting gel on his hands and that he touched his eyes, causing them to sting. The patient reported that he wore the lifevest with the deployed gels for 20 hours before going to the hospital due to the irritation. The patient did not contact zoll during this time. He reported that at the hospital, the staff gave him a cream, pills and injections which took away the stinging. During a follow up on the condition of the rash, it was reported that the patient ended use of the device. The final medical outcome of the irritation is unknown.